Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen was dark. There was no adverse impact to the customer¿s blood glucose level. Customer corrected pump time and date, was instructed to charge pump for at least 30 minutes, received education on steps required after pump shutdown, and was advised to use backup insulin method if needed, while technical support confirmed warranty status, arranged shipment of replacement pump.